Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. The unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the doctor called sales rep asking for revision components for a hip that was done 20+ years ago and surgeon revised patient.

Manufacturer narrative:
An event regarding a revision involving an unknown cup was reported. The event was not confirmed. Device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were returned or made available for review. A device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation, further information is needed.

Event description:
It was reported that the doctor called sales rep asking for revision components for a hip that was done 20+ years ago and surgeon revised patient.